Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the emergent endovascular treatment of a 7 cm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently with pain. The CT revealed that the aneurx stent graft has migrated distally with a type I endoleak resulting in aneurysm rupture. The physician elected to implant an endurant aui and aptus endoanchors. The stent graft migration and proximal type I endoleak were resolved and the ruptured aneurysm was excluded. The physician stated that the cause of the stent graft migration, proximal type I endoleak and aneurysm rupture were related to the patient's anatomy of a tortuous aortic neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.